Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 7.4ml, the rate was 2.0ml/24hrs, and 88.68ml was given. Air in line was observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.